Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. B3 date of event and d6a implant date: event and implant dates estimated based upon the convention date provided in the literature. Citation: ishitsuki, hiroki . "A case of slow flow during direct stenting of a lesion in the right coronary artery - image reading ability predicts risk of complications." The 32nd annual meeting of the japanese association of cardiovascular intervention and therapeutics; cvit 2024 scientific assembly, 26 jul. 2024. Convention poster presentation.

Event description:
It was reported that slow flow occurred. A 6fr non-boston scientific (bsc) guide catheter was introduced to the mid right coronary artery (rca) via the right radial approach. The lesion was crossed with a non-bsc guidewire and confirmed with ivus. A 4.00 x 20 mm synergy xd was then advanced and dilated three times at 11 atm, 14 atm and 16 atm, for 20 seconds each. Slow flow was noticed and confirmed during angiography. A penetrating non-bsc catheter was inserted and nitropruside was administered administered to improve the slow flow. The final angiography showed rca 99% to 0%, and the procedure was completed. Nitropruside was injected intracoronarily to address the slow flow, and a thrombolysis in myocardial infarction (timi) 3 was achieved. Ivus findings before stenting showed attenuation that may cause slow flow, but the physician believed that debris flowed to the periphery because direct stenting was performed without using a peripheral protection device.